Event description:
It was reported that when using the bd pyxis¿ medbank tower, user entered a medication for the patient however, it did not appear at the cabinet. Upon reviewing myqlink, the medication was visible on the patient¿s profile but was indicated as not stocked at the cabinet. The customer stated that they managed to get the medication from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not on patient profile at cabinet. A technical support specialist found that the profiled medication was not stocked in the cabinet and advised the customer to contact the pharmacy for supply. The system functioned as intended after the technical support specialist investigated the issue.